Manufacturer narrative:
Other text: the device was returned and visual inspection revealed housing cracked. The reported event was confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was powered up and alarmed ec (B)(4) which is a corruption of the memory of the circuit board. The circuit board was replaced.

Event description:
It was reported that (B)(6) pump displayed error code during testing. No patient injury was reported.